Manufacturer narrative:
A1-a6/b5: patient involvement corrected. D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer's issue. A degraded downstream occlusion (dso) seal was found, and it was replaced to fix the issue.

Event description:
There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not detecting the cassette locked. There was no reported patient involvement.